Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the pump was in good condition. No apparent contamination. Customers reported issue was not duplicated during power-up process. The root cause of the reported issue was not determined. The reading of power supply in the main board is within acceptable range. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional tests which passed. Repair was not needed as there were no problems found with the pump.

Event description:
It was reported that positive supply background test failed. No patient injury reported.